Event description:
It was reported that the patient's device was found program to 0ma. The patient reported that the device was not programmed off intentionally and that the physician programmed the device back to on. The patient reported that the physician indicated that the device needs to be replaced. It is unknown whether or not the generator is at end of service. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted device has not been returned to date. Follow-up revealed that the patient¿s device was disabled as it had reached end of service.

Manufacturer narrative:
.